Event description:
Customer purchased bd syringe and found unknown liquid after using it at home. Customer needed manufacturer's explaination about whether the incident was normal. This batch of syringes were purchased from xx. The sales representative has explained to the customer that syringe needed to be returned to the place of purchasing. This is only a notification. Sample availability: unknown. Sample availability details: unknown. Update/additional information: call center has confirmed new information as below, file and photos as attached, please help to update in etq system, thanks. 1. Case sub-category: needle. 2. Incident date: (B)(6) 2024. 3. Embecta awareness date: 2024/12/19. 4. Customer response needed: none. 5. Sample availability: yes. 6. Sample availability details: picture/video available and physical sample. 7. Case product details: product component: needle. 8. Case product details: product issue: foreign matter (external). 9. Case product details: description: syringe needle. Foreign matter (external)-unknown liquid.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause is determined to be medical grade silicone that allows the syringe plunger to glide through the syringe barrel. This is not a defect of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.